Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with gi bleeding but had been transfused and had stable blood counts the past few days. Some low flow events were noted; however, they were reported to be related to the patient's gi bleeding and resolved with volume replacement. The patient's pump speed was also decreased from 9600 rpm to 9400 rpm after noting the low flows events. The patient felt well and the gi bleeding was reported to have resolved. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 1 year, 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.